Manufacturer narrative:
(B)(4).

Event description:
A report was received that the placement of the patient's ipg was uncomfortable. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well postoperatively.